Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
The complaint was reported to me by a dr. (B)(6) who is a consultant anaesthetist. He explained that he had drawn a controlled drug (clear) into the syringe and then observed a black foreign object within the syringe at the tip. I have taken pictures. The result of this foreign object being in the syringe, the controlled drug had to be discarded and unused.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd emerald syringe foreign matter found in the barrel. The following information was provided by the initial reporter: the complaint was reported to me by a dr tadas kananavicius who is a consultant anaesthetist. He explained that he had drawn a controlled drug (clear) into the syringe and then observed a black foreign object within the syringe at the tip. I have taken pictures- please see attached. The result of this foreign object being in the syringe, the controlled drug had to be discarded and unused.